Manufacturer narrative:
Na

Event description:
A child drank 3/4 of the 20 ml preservcyt vial solution (contains methanol). Customer contacted poison control and sent child to emergency room. No further information is available at this time.